Event description:
It was reported that on (B)(6) 2009, the patient was admitted with diagnoses of disc degeneration l2 to l5, annular tearing l2 to l5, and low back pain. The patient had incapacitating back pain for some time and had failed courses of physical therapy, anti-inflammatories, and non-operative forms of treatment with regards to physical therapy, anti-inflammatories, and epidurals. An MRI showed significant degenerative changes at l2-l3, l3-l4, and l4-l5; minimal preexisting foraminal stenosis seen at 4-5 and 3-4, which was asymptomatic for this patient. She underwent the following procedures: anterior lumbar antibody fusion l2-l3, l3-l4, l4-l5; insertion of biomechanical devices peek synthes alar for spacers, for l2-l3 it was a size 11 mm implant, for l3-l4 and l4-l5 there were 13 mm implants; and insertion of bmp sponges evenly divided between l2-l3, l3-l4, and l4-l5. There were no complications. She was discharged home status post lumbar spine surgery on (B)(6) 2009, with prescriptions for percocet 5/325 mg 1-2 tabs/q4-6 hrs prn for breakthrough pain, oxycontin 10 mg/q12 hrs, keflex 500 mg/qid, and lovenox 30 mg/q12 hrs for two weeks. The patient presented to the emergency room on (B)(6) 2009 after discharge, with complaints of right leg swelling and some left leg swelling as well. There was some calf tenderness. She was noted to be on lovenox. A right lower extremity venous duplex showed no evidence of superficial or deep venous thrombosis involving the right lower extremity; incidental note was made of a 1.5 cm fluid collection within the right popliteal fossa, which likely represents a baker¿s cyst; pulsatile flow was noted within the right lower extremity venous systems suggestive of fluid overload or right heart failure. Further intervention was not required and she was discharged on (B)(6) 2009. On (B)(6) 2010, the subject presented to the emergency room with complaints of back pain and a history of chronic back pain. The patient had been seen by multiple physicians for this in the past. Despite undergoing anterior/posterior fusion her pain was not any better. She was currently being tapered off morphine by her pain management doctor. She reported that her pain was worsening and she was also experiencing withdrawal symptoms. She was noted to be anxious at triage. The ER physician contacted her pain management specialist, who stated the patient had a pain contract with him and recommended the contract not be broken. She was not given narcotics because of this but was given an injection of toradol. The patient was also sent home with lidoderm patch as well as etodolac and asked to follow-up with her primary care provider.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.